Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted in the esophagus to treat a 4-5 cm malignant stricture during an esophageal metal stenting procedure performed on (B)(6) 204. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the shaft was kinking, there was difficulty crossing the lesion and difficulty advancing the device through the scope. The procedure was completed using another esophageal stent. There were no patient complications as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent was partially deployed. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation finding of stent partially deployed. Block h11: an ultraflex esophageal distal release covered stent and delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed and the shaft kinked. A media inspection was performed on a photo provided by the complainant, and it was found that the device was slightly bent. No other problems were noted to the stent and delivery system. Product analysis did not confirm the reported event of delivery system difficult to cross lesion as this event occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported events and the observed damages were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and/or the technique used by the physician, limited the performance of the device and may have contributed to the reported events and the observed damages. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure.